Manufacturer narrative:
Updated manufacture site to synthes (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The customer's complaint that the (lot 006355) casing will not connect to battery was confirmed. The unit was tested and was found to have a defective locking mechanism, corroded contacts, failed leak test. This is most likely due to usage wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Facility contact reported the part# 532.032, lot# 007514 casing for 14.4v battery does not connect with small battery drive. It cuts out while in use. This report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis.service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Device is an instrument and is not implanted/explanted.